Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 rows a and d not detected on bus. A field service engineer fse cleared debris from under the pockets, removed a sticky substance found on row board a, and cleaned the area. The row board cable was reseated, but the issue persisted, so row board a was replaced and tested the functionality. Additionally in preventive maintenance, fse rebooted the station during the repair, cleaned the electronics drawer and the areas around the communication sled and power supply, checked for medications, and removed debris from the bottom edge of the back panel. All drawer bus cable connections were reseated, and all cables were inspected for physical damage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure occurred after the 1.11 upgrade and the drawer was not detected on the bus. The customer attempted to shut down the station, unplug the power cord, reconnect it, and power it back on; however, the problem persisted. There were no delay or adverse events or injuries reported based on this event.